Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no returned samples or actual defect samples for investigation. 14 pcs retention samples were stratified inspection test. Lot# 9064680 DHR and manufacture records were reviewed, no abnormality was found. Investigation conclusion: however, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: no CAPA needed.

Event description:
It was reported that pen needle 31 x 5 asia had a defective paper seal. This was discovered before use. The following information was provided by the initial reporter: defective paper seal. The protective paper seal cannot be tore off at once. When he opened the purple cover, the transparent cover came out again and he had to prick it with a needle and remove the cover. He doubted that the sterilization of the needle could be broken through this process.